Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine clinic evaluation of the device, interrogation was intermittent using the radio frequency telemetry. Induction telemetry was then used and interrogation was normal. Patient condition was good.

Manufacturer narrative:
The reported rf telemetry anomaly was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the rf telemetry anomaly could not be determined.

Event description:
New information received that the device was explanted due to an upgrade.